Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of the tip was broken during surgery. Therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site. And the device history record review of the lot number provided, indicated the product was released to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification, during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification tip broke during a procedure. The product was replaced with another one and the procedure was completed. It was indicated the tip was used too long and the frequency was high. There was no harm to the patient.